Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
A patient received an appropriate shock during vt. The post shock rhythm was twenty-three seconds of asystole transitioning to sinus bradycardia @ 30 bpm with pvc¿s. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. One additional shock was delivered. Oversensing of low amplitude contributed to the false detection. The response buttons were not pressed during the event. The patient was taken to the hospital for further evaluation.